Event description:
On 25-aug-2025, the user¿s partner contacted customer care regarding "occlusion alerts" but declined to authorize direct discussion or outreach to the user. The agent provided general troubleshooting information and was instructed not to call the user. On 29-aug-2025, the case was closed due to instruction from the user's partner to not follow-up with the user. No blood glucose (bg) data was available and no information on user's symptoms and medical interventions if any at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.